Event description:
A malfunction was reported with a malfunction code 'malf 0'. There was no adverse impact on the customer¿s blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump, and no recurrence of the malfunction code was observed after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears, and they acknowledged and understood the instructions.